Event description:
It was reported that the patient went to their doctor for sores. The site was painful with purulent discharge. No diagnosis was given. For treatment, the patient was prescribed a antibiotic topical cream. The pod was worn longer than 48 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.